Manufacturer narrative:
Initially it was reported that there was foreign material inside the pebax with external damage. The device was received on 9/15/2020. It was observed on 9/16/2020 that the device was returned in the condition reported as a hole was found on the pebax with reddish-brown material inside and internal parts exposed. This returned condition remains assessed as a MDR reportable issue. The device evaluation was completed on 9/24/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and foreign material was inside the pebax with external damage. During the procedure, a transseptal puncture was performed with the brockenbrough technique and the left atrium was approached. After preparing pre-voltage map, ablation to the left pulmonary vein was performed with the thermocool® smart touch® sf bi-directional navigation catheter. The zeroing and vector were displayed without issues. The contact force (cf) was normal when the ablation was not done; however, when the ablation started, the cf rose rapidly with no alert noted in the system. The cable was changed, but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. When the catheter was removed from the patient¿s body, there seemed to be a hole in the area and blood seemed to be mixed inside. The procedure was successfully completed with no patient consequences. Upon receipt, the catheter was visually inspected, and it was found with a hole on pebax with reddish-brown material inside and internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and failed, the force was high. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was able to duplicate during the product investigation. The blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and foreign material was inside the pebax with external damage. During the procedure, a transseptal puncture was performed with the brockenbrough technique and the left atrium was approached. After preparing pre-voltage map, ablation to the left pulmonary vein was performed with the thermocool® smart touch® sf bi-directional navigation catheter. The zeroing and vector were displayed without issues. The contact force (cf) was normal when the ablation was not done; however, when the ablation started, the cf rose rapidly with no alert noted in the system. The cable was changed, but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. When the catheter was removed from the patient¿s body, there seemed to be a hole in the area and blood seemed to be mixed inside. The procedure was successfully completed with no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. No picture of the issue was provided. With the information available, the issue of the ¿hole in the area and blood seemed to be mixed inside¿ is being assessed as a MDR reportable ¿foreign material inside the pebax with external damage¿ issue. Should more information become available, it will be reviewed and processed accordingly. The contact force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.